Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm with instruction to change the cartridge. The customer reported to have just changed the cartridge and infusion set the day before. The customer successfully reloaded the cartridge and resumed insulin delivery. The customer's blood glucose level was not impacted.